Manufacturer narrative:
UDI # (B)(4). Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the employee was drawing the patient's blood using the suspect device. As he removed the needle from the patient's arm and activated the safety clip, the clip broke off and flew at the patient, causing a needle stick injury to the employee's right index finger. The employee required medical attention and is reported to be taking the following medications: ondansetron, truvada, tenofovir disoproxil fumarate, and emtricitabine.

Manufacturer narrative:
Device evaluation: results - a sample is not available for investigation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6279867. Conclusion - without a sample, an absolute root cause for this incident cannot be determined. No root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
Device history record review: a review of the device history record was completed for batch 6279865. Product was manufactured at the bd (B)(4) site october 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements customer sample/photo analysis: no customer samples were received. Retention sample: thirty retention samples were evaluated for defective locking of safety shields. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. Investigation root cause(s) summary: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.